Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect analyzer generated falsely elevated troponin results on one patient sample. Results provided: initial on serial number (sn) (B)(4) = 0.0 / repeat 242.48ng/l; sample run on sn (B)(4) = 26.9ng/l; 3rd run on sn (B)(4) =0.0ng/l. The customer's diagnostic cutoff for troponin is 32ng/l. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text, a review for similar complaints, accuracy testing, and a review of labeling. The customer observed falsely elevated and inconsistent patient result, while using architect stat troponin-I, list 2k41-38, lot 36932un14. There were no customer returns available. A review of complaint tickets did not identify an increase in complaint activity related to falsely elevated patient results. Accuracy testing was completed using a retained kit of reagent lot 36932un14 and acceptance criteria were met. A deficiency was not identified as panel testing shows that lot 36932un14 is performing per specification. A review of product labeling provides conditions that may cause erroneous results. There was no malfunction identified. No additional issues were identified; no further action is required at this time.